Manufacturer narrative:
Findings: it was reported that the footed portion of the attachment was cut by tool contact. No evaluation of the device was possible as the user facility was not able to identify the specific attachment involved. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported by the user facility that a footed portion of an attachment was cut by tool contact and that a piece was left in the patient. On follow-up it was reported that this event occurred about one year ago, but no specific date could be obtained. There was no patient impact.